Event description:
Livanova deutschland received a report of two error message displayed onto 3t heater/cooler display, both on patient circuit (e05, "pump 1 will not start"; e07, "pump 1 is blocked (too slow)". The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.